Event description:
It was reported that the patient implantable cardioverter defibrillator (ICD) exhibited a non-sustained right ventricular oversensing (nsrvo) alert for oversensing sensing noise. Programming changes were made. The patient was recovering.